Event description:
It was reported from intensive care unit that upon insertion, the spring wire guide (swg) became damaged. The swg became uncoiled and then it was impossible to insert the catheter. This event occurred two times without any clinical consequence, only a delay in getting the catheter inserted. The insertion was being performed by a physician student under the supervision of a physician chief. There were no reported pt complications.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: received two 4-lumen 8.5frx20cm central venous catheter's and two 0.032"x60cm spring wire guides (swg). Both swg's were unraveled at the proximal ends and have multiple kinks and bends along their lengths. Both core wires were separated adjacent to the proximal welds which remained attached to the coil wires. Both distal welds were intact without separation. No pieces appeared to be missing. Instructions for use describe suggested techniques to minimize the likelihood of swg damage during use. The device history record for the swg's were reviewed with no findings relevant to this complaint. The investigation found no evidence to suggest a mfg related cause. The reported complaint of swg unraveling was confirmed through visual inspection of the returned samples. The potential cause could not be determined based upon the samples and info provided. A CAPA has been initiated to address this issue.